Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose over 600 mg/dl. Customer felt lightheaded. During troubleshooting no issues were found. Customer had changed the entire set and was assisted with programming a bolus to treat. It was advised to monitor the blood glucose level.